Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case as removed ba10 rfr since its not applicable and downgrade the case due the issue was resolved and not reportable.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile, the customer reported a loss of communication between the transmitter and the pump; the charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) unk_ngp, mmt-1884. The troubleshooting was performed and the customer reported a loss of communication between the transmitter and the pump. The transmitter serial number was not on the manage devices screen. The customer was assisted with pairing the transmitter. The transmitter blinks when attached to the sensor and begins communicating. The customer reported blood glucose from the meter was not received on the pump. Connecting the meter and pump resolved the issue. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for unk_ngp. No product return is required for mmt-1884.